Event description:
Caller states the patient tested 5.0 inr on the coaguchek xs system and 2.2 inr on a comparison lab. No actions taken based on device results. No adverse event reported . Requested return of suspect device and replacement was sent.